Event description:
Ous MDR - during an upgrade procedure, the old OEM vdd lead could not be removed, so it was capped. The next day, the rv lead was displaying pacing failure and pacing thresholds were increased. Additionally pericardial effusion was observed , which lead to cardiac tamponade. Therefore, the rv-lead was repositioned and pericardial drainage was performed. The patient is doing well after the above treatment.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.